Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter safety mechanism failed to retract the needle. The following information was provided by the initial reporter: "after insertion, safety mechanism can¿t be retracted."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter safety mechanism failed to retract the needle. The following information was provided by the initial reporter: "after insertion, safety mechanism can¿t be retracted".

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a product label for a 20g x 1.16in. Insyte autoguard unit from lot number 1230863. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.